Event description:
A pt reported experiencing inaccurate high results with a one touch profile meter. The pt's blood glucose results were 133 compared to the lab's 199mg/dl. Tests were done within 15 mins. Pt cleaning meter incorrectly. Pt did not experience any adverse events. No further info has been reported.